Manufacturer narrative:
The investigation was able to reproduce the customer's result with retention reagent of the same lot number as that used by the customer.

Manufacturer narrative:
The investigation concluded the customer obtained a false negative result. The patient sample sent to the manufacturer for investigation yielded a negative result on the roche assay, a positive result on the recomblot mikrogen assay, and an indeterminate result on the platelia rubella igg assay. It was noted the results for all assays were near the cut-off point - either just below or just above cut-off. A specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg) results for one patient on their e601 analyzer. The patient's initial rubg result was 8.97 iu/ml and it was non- reactive. The discrepant result was reported to the patient and her doctor. The patient already had antibodies to rubella igg, so the customer's sample was tested on a competitor's system. The patient's sample was repeated on the e601 analyzer on (B)(6) 2014. The result was 8.83 iu/ml and it was non-reactive. On (B)(6) 2014, the patient's sample was tested on a siemens centaur analyzer and the result was 13.5 iu/ml and it was reactive. There were no adverse events. The rubg reagent lot number was 17617602 and the expiration date was 12/30/2014.